Manufacturer narrative:
Medical products: shell porous with cluster holes 54 mm. Catalog#: 00620205422; lot#: 64005417. Liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. Catalog#: 00630505036; lot#: 64443428. Bone screw self-tapping 6.5 mm dia. 25 mm length. Catalog#: 00625006525; lot#: 64504218. Therapy date: (B)(6) 2020. The manufacturer received other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to periprosthetic infection.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. Additional: h2, h6, correction: b4, g4, g7, h10. Event description: it was reported that the patient underwent an initial tha surgery on (B)(6), 2019 and had revision surgery on (B)(6), 2020 due to periprosthetic infection. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. -no medical documents have been received. Product evaluation: no product was returned; therefore, product evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. -product compatibility: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): lot: 2947243: 1 part was scrapped due to internal handling error leading to surface damage. No ncr with a potential correlation to the reported event was found. Sterilization certificate: the gamma sterilization specification of the devices certifies the suitability of sterilization. The irradiation certificates of the affected lot numbers have been reviewed and was found to be according to specifications. Conclusion: it was reported that the patient underwent an initial tha surgery on (B)(6), 2019 and had revision surgery on (B)(6), 2020 due to periprosthetic infection. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). As neither surgical reports nor lab results have been received, the reported event cannot be confirmed. Sterilization certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors,  and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).